Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had under delivery. The blood glucose of the customer was 352 mg/dl. The customer was using the auto mode. The customer using the insulin pump within 48 hours. The customer was treated with the blousing with insulin pump. The device will not be returned for the analysis.